Event description:
After receiving one coolsculpting treatment the area treated doubled in size. I was diagnosed with paradoxical adipose hyperplasia and now have to have invasive surgery to correct it as there is no way to treat or fix it.